Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported the patient presented to the hospital with a complaint of shock. It was determined the lead displayed "interference" and lead fracture was suspected. Additionally, there was a lead integrity alert for short interval v-v episodes and short interval counts and the device displayed "battery weakness." The patient was hospitalized, the lead was capped, the device was removed and both were replaced. No further patient complications have been reported as a result of this event.